Event description:
The patient reported that her gi doctor believes vomiting, stomach motility issues, and issues keeping food down are related to the vns. The patient states that her digestive issues do not happen consistently, and that they may not happen for awhile, but then she may go into vomiting episodes for 3 months. The patient is unable to perceive the vns stimulation, and therefor she cannot tell if the vomiting is occurring with the stimulation or not. She states that the vomiting typically after she eats or a couple of hour after. Further follow up with the patient's neurologist confirmed that they have no further assessment on the patient's vomiting issues. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The physician assistant reached out to report that a patient was having digestion issues, and it was suspected that vns could be a possible cause. Device diagnostics were provided and confirmed that the device was performing as expected within normal limits. Further follow up with the physician assistant informed that the patient has a complex history with gerd, esophageal ulcers, clipped gastric polyps, and cholecystectomy, which were not noted to be alleged against the vns therapy. The patient additionally had a gastric emptying study in (B)(6) 2018 with severe gastroparesis. This patient has chronic abdominal pain and nausea with intermittent vomiting for approximately 2 years..the physician assistant assessed that the abdominal pain and nausea are secondary to gastro paresis but wondering if the presence of the vns and its stimulation is worsening or somehow affecting the gastric motility. The patient later reported that their gastroenterologist believes that the vns device can cause the patient gastrointestinal issues. No other relevant information has been received to date.